Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there were black flakes inside the syringe. To aid in the investigation, two hundred fifteen samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. No defects, imperfections or foreign matter of any kind was observed. A device history record review was completed for provided material number 302830, lot 4122289. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material# 302830 batch# 4122289. It was reported by customer that it appeared to have black flakes inside the syringe. Verbatim: rcc received a complaint via email. On (B)(6) 2024, one of our anesthesiologist came to me with an issue with our bd syringes. He had a crna that had drawn up propofol in a 20 ml syringe and it appeared to have black flakes inside the syringe. The syringe was pulled from the case and the crna attempted to filter the black flakes out unsuccessfully. This syringe and lot number was not captured. He had another report the same morning that a circulator had found black flakes in a 10ml bd syringe. This syringe and lot number were not captured either. Because of the 2 reports in the same day, we decided to pull a sample set of 10 & 20 ml bd syringes and saline to draw up in the syringes to test. We tested 4 of each and let them sit awhile and shook them up to see if we could produce any black flakes. Nothing was found during this process so we decided to notify the staff of the reported issue and monitor and capture any syringes and lot numbers. This morning we had a 10 ml bd syringe found to have a black flake in it. We captured the syringe with it contents and the black flake with the lot number. We decided to look at our stock of 10 & 20 ml syringes and found a 20 ml syringe with a black flake inside that sterile packaging but not inside the syringe. At the advice of our market clinical resource director, we pulled all 10 & 20 ml syringes out of circulation.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 302830 batch# 4122289. It was reported by customer that it appeared to have black flakes inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, one of our anesthesiologist came to me with an issue with our bd syringes. He had a crna that had drawn up propofol in a 20 ml syringe and it appeared to have black flakes inside the syringe. The syringe was pulled from the case and the crna attempted to filter the black flakes out unsuccessfully. This syringe and lot number was not captured. He had another report the same morning that a circulator had found black flakes in a 10ml bd syringe. This syringe and lot number were not captured either. Because of the 2 reports in the same day, we decided to pull a sample set of 10 & 20 ml bd syringes and saline to draw up in the syringes to test. We tested 4 of each and let them sit awhile and shook them up to see if we could produce any black flakes. Nothing was found during this process so we decided to notify the staff of the reported issue and monitor and capture any syringes and lot numbers. This morning we had a 10 ml bd syringe found to have a black flake in it. We captured the syringe with it contents and the black flake with the lot number. We decided to look at our stock of 10 & 20 ml syringes and found a 20 ml syringe with a black flake inside that sterile packaging but not inside the syringe. At the advice of our market clinical resource director, we pulled all 10 & 20 ml syringes out of circulation.